Manufacturer narrative:
Device passed displacement test and self test. Toggled on and off and increased or decreased volume with the audio feature functioning properly. No audio/vibrate/ absence of alarm anomalies noted during testing. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had audio anomaly. Customer reported that they did hear beeps when audio volume settings were saved. Customer reported that they did not hear the differences between the two audio beep volumes. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.